Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/additional information additional information: annex e code updated to reflect no patient harm based on customer response. Device evaluation: five photos along with one physical sample was provided to our quality team for investigation. Through visual inspection, the tip has broken off and is observed to remain in the luer of the device that was connected to the syringe. A device history review was performed for reported lot 2411022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this event. Retained samples of the reported lot were used for additional evaluation. All product was visually inspected, the tips were verified to be properly molded and no damage or other defects within the tip were observed. Functional testing was performed, connecting and disconnecting the syringes to a mating luer. In all cases the syringe could connect without issue and no tip breakage occurred. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. No issues related to the reported event were found. Based on the available information and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke due to the force used when engaging the device. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
Additional infornation: has the patient or user suffered any harm? No administration was carried out because the error was detected during production. The manipulator was not put at risk either.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: syringe broken while preparing medication. During the preparation of a fluorouracil diffuser, the male cone of the syringe broke off in the diffuser's luer lock at the moment of disconnection, after the 5% glucose solution was injected. This breakage occurred without any exaggerated or inappropriate twisting motion. Consequently, the distal port of the syringe detached, leaving a part of it in the diffuser's filling port. The syringe filled with glucose and the diffuser containing the broken tip of the syringe were kept at the pharmacy unit. The preparation had to be redone using a new diffuser and a new syringe.